Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they can't get their stimulator to turn on. Patient said they have tried resetting thecontroller 5 times, but the button on top won't mash down. Patient also said when they sit down, they always turn the stimulator off because stimulates too much and they can't sleep. Patient did not have the ac power supply with them at the time of the call for troubleshooting. Agent advised patient to call back when they have their ac power supply and then can troubleshoot the external equipment. Patient called back and clarified they hadn't been able to turn the stimulation off.patient stated they had to sit for a long period earlier with stim on because they couldn't turn it off, and they felt like stimulation felt more powerful than normal while enduring that. Patient reviewed previously documented info regarding how they must turn stim on and off, depending on if they stand, sit, or lay down. Agent walked patient through ac power reset; screen powered on and green light was flashing. Patient confirmed the stim on/off button on top of the controller was still unresponsive.agent was able to walk patient through turning stimulation down through the program settings for group b (they changed to a for a while to test it out, but that was far too intense). Patient thought they were switching to group a somehow while looking at the program settings for group b (agent understood patient saw adaptive stim settings and reviewed) - patient felt like stim was more intense when they turned adaptive stim on; agent advised they leave it off if they don't normally use it. Patient practiced turning stim off and on through the program options a few times to get comfortable with that workaround until they can receive their replacement controller (agent reviewed the controller would be shipped tomorrow, expedited). While patient was practicing, they felt as though the screen wasn't responding 100% of the time, but it was difficult for agent to follow what they were trying to do (may not have responded while turning stim up, down, on, or off, etc).

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.